Event description:
Account reports one incident in which the nurse was pushing a pt in a wheelchair, with the pt having an IV with primary and secondary tubing. The nurse stopped to adjust the IV, when the secondary hangar included with the reported product snagged her nostril, piercing a hole and causing a partial tear. Nurse was seen by an ent physician, who prescribed a 3 day dose of oral antibiotics. No stitches required.